Event description:
The pt reportedly experienced intermittencies followed by a loss of lock. Programming adjustments were made an external equipment was exchanged, however this did not resolve the issue. Revision surgery has been scheduled.